Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2018-01807.

Event description:
During preparation for a medical procedure, the hospital staff found that the tips of the two neuron max 6f 088 long sheath (neuron maxs) were crimped and damaged upon removal from the packaging. The damages to the neuron maxs were found prior to use. Therefore, the neuron maxs were not used in the procedure. The procedure was completed using a new neuron max.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was sent out for return; however, has not been received by the manufacturer. Therefore, without the return of the device, the root cause of the problem cannot be determined.